Manufacturer narrative:
(B)(4). Will not be returned to manufacturer.

Event description:
Caller states patient tested 2.4 inr on the coaguchek xs system while a comparison lab returned as 1.9 inr. No treatment information provided. No adverse event reported. Requested return of suspect system however caller no longer has test strips; replacement was sent.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of "hi" (greater than 500 mg/dl) 155 mg/dl, and 354 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.